Event description:
It was reported that the patient started bleeding more than usual after 15 minutes of the photoselective vaporization of the prostate procedure. The doctor had to use a bugbee to coagulate the bleeding. The laser was used again, but the treatment was not being effective. The procedure was completed using another fiber.

Event description:
It was reported that the patient started bleeding more than usual after 15 minutes of the photoselective vaporization of the prostate procedure. The doctor had to use a bugbee to coagulate the bleeding. The laser was used again, but the treatment was not being effective. The procedure was completed using another fiber.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a glue failure. The fiber exhibited mild debris adhesion on surface, which occurs during fiber use and should not be considered a failure mode. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.